Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the instructions for use instructs: should unusual resistance be felt at any time during either vessel/duct access or during removal of an un-deployed stent, the stent delivery system and introducer sheath should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, heavily calcified, mid femoral artery. A 9.0 x 39 mm omnilink elite stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion with no resistance felt and the stent implant was deployed with no issues noted. During removal of the sds from the anatomy, the sds met resistance with the 6f non-abbott introducer sheath. Additional force was necessary to pull the sds through the 6f non-abbott introducer sheath and out of the anatomy. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.